Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of vomiting, shortness of breath, dehydration, and large ketones. The patient visited an emergency room and received intravenous fluids as treatment. The reporter reviewed the pump history and indicated that the basal delivery totals did not match the active basal program. There was no known cause of the variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and there was an indication that the pump was not delivering correctly.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: during the investigation, the basal history on the alert date appeared to be inaccurate due to a prime operation being performed. The basal history showed another inaccuracy due to the pump being manually suspended. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate, which appeared accurately in the pumps history. The total daily dosage¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing, and was found to be delivering accurately and within range. Investigators were unable to duplicate the basal history recording defect during testing. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.